Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was intermittently displaying an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the error message occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments) and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that on (B)(6) 2016 they then developed the symptoms of ¿shaking and dry¿, but did not specify whether they required any form of treatment as a result of these symptoms. At the time of troubleshooting the cca was able to resolve the issue by walking through a retest. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.